Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Event description:
It was reported that during the self-test of the product, an alarm went off. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Picture attached: four (4) pictures were attached. Pictures were reviewed. Results: picture one (1) show a cassette product in used conditions, without blue clip and with an extension product. Picture two (2) shows the front view of the cassette product without the blue clip and with burr on the side of the bag. Picture three (3) show the ay bag neck section from a flow stop cassette model. Picture four (4) show the top view of a cassette product. Samples received: sample received consist in one cassette product. Sample was received after use conditions, decontaminated and inside in a plastic bag. Visual inspection results: the sample was received without the blue clip and with an extension product. Accuracy test results: the sample failed the test, however due sample was received in used conditions it is possible by this affect the delivery rate. Functional testing: sample was filled with 100 ml of water; the sample was connected to a pump to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed., corrected data: h5: correction: labeled for single use: yes.